Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: service history review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined the reported condition that the device had a bent neuro tip was confirmed. An assessment was performed and it was determined that the neuro tip was bent/damaged, and the internal bearings of the device were worn. It was further determined that the device failed pretest for visual assessment. The assignable root cause of these conditions was determined to be traced to user, which is user error. (B)(4).

Event description:
It was reported that the craniotome device had an undetermined malfunction. During service and evaluation it was observed that the neuro tip of the device was bent/damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.